Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed damage on the conductor wire insulation at the distal end. The internal wires were exposed as a result of this damage. No thermal damage was noted. Instrument was subjected to electrical continuity and passed. The damage to the conductor wire is attributed to a component failure. Event verification: a review of the device logs (attached) for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 7 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. Failure analysis confirmed the issue and the root cause was due to a component failure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, inspection identified that the conductor wire insulation of the fenestrated bipolar forceps (fbf) instrument was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after cleaning and during the final inspection process. When the instrument was used in the last procedure, the instrument was inspected prior to use with no issue identified. It was unknown if the instrument collided with any other instrument or tool during intraoperative use. After completion of the last procedure, no issue was noted upon visual inspection.